Manufacturer narrative:
Device evaluation visual inspection: the hawkone was inspected and observed the distal flush tool (dft) was placed over the distal assembly. Looking through the distal assembly, it was noted the drive shaft was protruding out from the distal assembly. The dft was attempted to be removed from the distal assembly after removing the duckbilled valves from the dft; however the distal assembly could not be removed. With direct lighting applied under the microscope, it was verified the cutter assembly was secured to the distal end of the drive shaft. It was discovered while attempting to remove the distal assembly from the dft, a radial ductile fracture occurred at the distal rim of the cutter window. The damage showed the laser drilled coil was penetrated and split apart. There was no indication any portion of the distal assembly fragmented and separated from the unit. The distal portion of the distal assembly was inside the dft. The distal assembly and drive shaft/cutter assembly could not be removed because drive shaft which penetrated out from the laser drilled coils the drive shaft/cutter assembly interfered with the ability to remove the dft at the proximal opening. It should be noted a blue fibrous material was observed wrapped around the cutter assembly.

Event description:
The physician was using a hawkone one atherectomy catheter to treat a lesion. The device was prepped as per the IFU with no issues I entified. The procedure used a 0.014" guidewire and a 6 fr sheath. The vessel was not pre-dilated. Following the second cleaning of the device the tip detached outside of the patient. The tip did not separate at the hinge pin. No resistance was encountered. The procedure was completed by post dilation with an ipa balloon catheter.